Manufacturer narrative:
Eval summary: in (B)(6) 2008 - an agfa healthcare employee ((B)(6)) discovered that an implemented software update had the effect of reducing the user's ability for allowing the admintool2 to move a report (radiological) to a study that already had a report. A health hazard evaluation (hhe) was conducted and the conclusion indicated a potential for serious injury. Note: this was an internal observation. There were no reported injuries or even reports of malfunction from the field. Also note that the lack of reporting within 30 days is a result of a recent initiative to re-review potential issues - as a result of a recent FDA audit of our (B)(6) facility. Results of health hazard evaluation: the health hazard evaluation team determined risks associated with the problem: repost output may differ from outbound data. Absent or different data sent to an outbound system may delay or impact treatment. Severity of the potential outcomes were determined to be "serious injury" (injury which results in permanent impairment of a body function or permanent damage to a body structure, or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure). The team also determined the frequency of occurrence of harm to be "extremely unlikely" - so low that it is unlikely to occur more than once in the life of the medical device.

Event description:
Agfa healthcare discovered that an implemented software update had the effect of reducing the user's ability for allowing the admintool2 to move a report (radiological) to a study that already had a report. A health hazard evaluation was conducted and the conclusion indicated a potential for serious injury. As part of a retrospective review (prompted by an FDA inspection of our (B)(6) facility) agfa healthcare reviewed the product problem (which had an occurrence date of (B)(6) 2008) and corresponding correction and determined that an MDR report was warranted. Note: this was an internal observation. There were no reported injuries or even reports of malfunction from agfa customers.